Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to flattened button dome switch.the devicew as also received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.(B)(4)

Event description:
The customer called and reported that a button on the insulin pump was not responding. Customer's blood glucose was 158 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.